Event description:
Follow up information received from the healthcare professional (hcp) reported that it was unknown if the event was due to the implantable neurostimulator (ins) or lead component. It was noted that the patient was seen for reprogramming by the manufacturer¿s representative (date unknown). Hospitalization was not required for the event. The patient outcome was reported as recovered without sequelae.

Event description:
Additional information received reported that the patient did not have concerns with her device or therapy after receiving assistance. The patient noted that she had an appointment scheduled for (B)(6) 2013.

Manufacturer narrative:
Concomitant products: product ID 37742, serial # (B)(4), product type programmer, patient; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2007, product type lead. (B)(4).

Event description:
It was reported that the patient had no stimulation sensation. The patient stated that her stimulation stopped yesterday and she had oral medication to get her through until monday. It was noted that the patient had been implanted for 7 years. Additional information requested but had not been received as of the date of this report.